Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in the proximal and mid left anterior descending (plad, mlad) artery with heavy calcification and heavy tortuosity. The co-pilot device was used in the procedure with a diamondback atherectomy device; however, during removal of the diamondback device, a ribbon of plastic was noted in the diamondback device. There was another shorter piece of this same ribbon caught in the co-pilot. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the co-pilot during the inspection prior to use, it is possible that interaction between the diamondback atherectomy device and other devices during the procedure resulted in material to come off of these devices and during removal of the diamondback atherectomy device get caught on the co-pilot; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.